Event description:
A malfunction occurred where the customer reported being stuck in a fill tubing loop, causing their blood glucose level to drop to 46 mg/dl. The customer consumed carbohydrates to address the low blood glucose and did not need assistance from a third party. To resolve the issue, the customer removed and reloaded the cartridge to force a minimum fill error. The situation was not attributed to user error, and it was suggested to contact csa for further escalation.